Event description:
The customer stated that based on elevated troponin I results, a patient underwent cardiac catheterization. The results of the cardiac catheterization were negative. There was no report of paitent harm as a result of this event.